Event description:
Customer reporting false negative reaction with the 0.8% selectogen lot vs748 with 1 sample that had previous history of anti-e issue started on: (B)(6) 2014 frequency: 1x cell #2 methodology used: provue/gel method reaction grade obtained: negative customer was expecting: positive reaction test repeated: yes customer stated sample was tested on (B)(6) 2014 with selectogen lot vs748 and antibody screen was negative by provue. Because of previous history of antibody, tech did panel ID using 0.8% resolve panel a and anti-e was confirmed repeat antibody screen testing using same lot of screening cells and gel cards and 15 mins incubation, and still no reaction noted using manual gel method. Ocd sent replacement lot of screening cells to assist in troubleshooting.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. Further investigation performed and donor history reviewed. Samples returned to ocd for further investigation and confirmed what customer reported. Although retain testing passed all release criteria, donor was permanently deferred for further use. (B)(4).